Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a target lesion in the mildly calcified and tortuous distal circumflex artery, the 2.5 x 15 mm trek dilatation catheter was advanced to the target lesion. An attempt was made to inflate the dilatation catheter balloon; however, the balloon would not hold pressure. When negative was pulled back, blood was seen in the inflation device. A 2.5 x 15 mm non-abbott dilatation catheter was used in the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was confirmed. The investigation was unable to determine a conclusive cause for the reported leak. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.